Manufacturer narrative:
Patient revised after 8 weeks for a dislocation of an unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Patient was revised approximately 8 weeks after the primary surgery which occurred on 21-nov-2023. No fall or other trauma reported. Patient dislocated. 36 mm + 9 standard humeral cup explanted and replaced with 36 mm + 6 standard humeral up and 9 mm spacer.